Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 1999. It was reported that something was put in backwards and it was not hooked up right. The baclofen did not leave the pump. The patient fainted and was brought to the hospital. The patient's brain was affected and she could not speak clearly. The patient was back on oral baclofen. The pump was still implanted because the patient did not have the money to have it removed. The cause of the event, interventions, troubleshooting, medical history, concentration, dose, lot number, therapy dates as well as other medications and outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.